Event description:
It was reported that during a laparoscopic assisted gastric bypass procedure, while inserting the first trocar 12 mm the camera was inserted inside the trocar. While inserting the rest of the trocars the surgeon felt a leak of air coming from the first trocar. Recently since the trocars have been changed to exel optiview in morbid obese patients with centralized weight (thick abdomen wall), every time that the trocars are bent (torquing) air is coming out from the gap between the universal seal and the cannula. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged duckbill, leak test failed inserting and removing test the analysis results found that the device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.